Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported during the inspection of the kit in the warehouse, it has been detected that the pieces are broken. Not patient involved. No surgery occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use; nicks and scratches. Inspection confirms the tip of each item has fractured off and not all the pieces were returned. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to off-label usage as these are single-use instruments and they have been used more than once. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.